Event description:
A facility reported a certas valve (ID (B)(6)) was explanted and replaced on (B)(6) 2024. No information about specific failure was provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID (B)(6)) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 6. The valve was visually inspected, no defect was noted. The valve was hydrated. The valve failed the test for programming. The valve passed the test for occlusion, leak, reflux, and pressure. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification, biological debris was found on the spring and on the rotating construct. Root cause analysis - the root cause of the issue reported by the customer is due to biological debris and protein buildup interfering with the valve as discovered during investigation.

Event description:
N/a.